Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported via voluntary medwatch that the right ventricular (rv) lead exhibited low out-of-range pacing impedance and high thresholds. Technical services (ts) reviewed the device data and determined the findings were potentially indicative of a lead issue. Additional information was received, and oversensing noise was also noted. The rv remains in service. No adverse patient effects were reported.